Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device went to the touch pen calibration the first time the device was powered on. It was possible to calibrate with no fault found.

Event description:
It was reported that after the power supply is on, the programmer goes into a touch pen calibration mode, and it won't pass calibration. No patient complications were reported as a result of this event.